Event description:
Information received from the field notes that the patient reported at a follow-up visit, that the "pacemaker failed 24 hrs. After installation causing me to have convulsions, cardiac arrest + 2 ambulance trips."